Event description:
It was reported intermittent occlusion alarms occurred. Resolve the issue, the customer changed the infusion set and cartridge, resuming insulin delivery. A systems check was started with tandem technical support, however, the customer declined to continue and reported supplies would be changed. There was no reported adverse impact to the customer¿s blood glucose level.